Event description:
The patient had tortuous anatomy. And physician recognized it would be a challenging case. Initially, the physician and one of physician's partner attempted to straighten the arteries, using a series of stiff wires in various combinations and this was successful in allowing to deliver the graft to the level of the visceral arteries. However, once the physicians were able to get the graft to the appropriate level, they were unable to orient the fenestrations with the appropriate arteries. At this point, the degree of torque built up in the graft, did not allow the graft to be oriented. The physicians attempted to re-orient the graft several times, outside of the body to account for the patient's tortuous arteries, but unfortunately this was not successful. The physicians upsized to a large delivery sheath and attempted to place the fenestrated graft through this hoping it would allow them to orient the graft once it was delivered to the appropriate level, however, at this point any movement to orient the graft did not result in actual graft movement or a change in orientation. The physician suspect that their efforts initially to get the graft to the appropriate anatomic level disrupted the integrity of the delivery system; guessing at the point where the top cap is affixed to the fabric portion of the graft; such that they were not able to manipulate the position of the graft once in the body.

Event description:
The patient had tortuous anatomy. And physician recognized it would be a challenging case. Initially, the physician and one of physician's partner attempted to straighten the arteries, using a series of stiff wires in various combinations and this was successful in allowing to deliver the graft to the level of the visceral arteries. However, once the physicians were able to get the graft to the appropriate level, they were unable to orient the fenestrations with the appropriate arteries. At this point, the degree of torque built up in the graft, did not allow the graft to be oriented. The physicians attempted to re-orient the graft several times, outside of the body to account for the patient's tortuous arteries, but unfortunately this was not successful. The physicians upsized to a large delivery sheath and attempted to place the fenestrated graft through this hoping it would allow them to orient the graft once it was delivered to the appropriate level, however, at this point any movement to orient the graft did not result in actual graft movement or a change in orientation. The physician suspect that their efforts initially to get the graft to the appropriate anatomic level disrupted the integrity of the delivery system; guessing at the point where the top cap is affixed to the fabric portion of the graft; such that they were not able to manipulate the position of the graft once in the body.

Manufacturer narrative:
Additional information was requested; however, after several requests no additional information was provided. The medical director reviewed this case and stated: "the problems in this case were due entirely to the patient¿s tortuous anatomy, and not due to any fault or failure of the device itself, or the delivery system. I see that the physician recognised that it would be a challenging case due to the tortuous anatomy, and they indeed failed to deploy the device, despite several valiant attempts. I don¿t know the outcome for the patient ¿ I assume they must have had an open repair performed. I don¿t see this as any fault or failure of the device or delivery system.¿ a review of the manufacturing records could not be completed as the lot number is unknown. Based on medical director review of the case the root cause was determined to be ¿patient factors.¿ the mandatory requirement to always check complaints history during a complaint investigation will ensure trends are constantly monitored.